Manufacturer narrative:
Visual inspection under magnification was performed and identified the screen surrounding the electrode and half of the spacer has been detached at the junction of the shaft. The remaining portion of the spacer still resides inside the shaft. There is damage to a portion of the shaft where the detachment occurred and scuff and scratch marks on the shaft near the distal end. Due to the nature of the event and complete detachment of the tip, a functional test is not deemed necessary. Physical evidence suggests that the root cause of the dissociation of the electrode was caused by abnormal use as evidenced by scratch and scuff marks and not a manufacturing or design deficiency. The IFU warning and precautionary statements include: - this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. This may result in bent or detached electrodes, damage to device and/or cracked spacer. - do not use the wand as a lever to enlarge surgical site or gain access to tissue, which may result in bent or detached electrodes, damage to device and/or cracked spacer.

Event description:
It was reported that during a wrist procedure using a microcaps probe, at the end of the procedure the probe tip detached while inside the surgical site. In order to retrieve the detached tip, the patient had to be x-rayed and the surgeon converted the arthroscopy to an open procedure. There were no patient complications reported as a result of this event.